Manufacturer narrative:
Device evaluated by manufacturer? Code 81, device evaluation is not necessary as reported event(s) are not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that patient had infection at the generator site following revision surgery. Surgery was performed to bath infection site with abx. A review of device history records was performed showing that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
Additional information was received that patient¿s infection has resolved. No additional information has been received to date.